Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported event.

Event description:
The hospital reported that the system displayed a failure message that the system may shutdown. There was no report of patient involvement.